Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 5.5 cm to 5.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in good condition post procedure.